Event description:
It was reported, the ipg was no longer responding. When the physician performed the procedure to replace the ipg, it was noted the ipg had flipped multiple times inside the pocket, and the leads (other manufacturer) had wrapped around the ipg. It was reported, the patient had gained 100 pounds and then lost the weight, which made the ipg pocket site stretched out; this allowed the ipg to flip multiple times. The physician replaced the ipg and leads. It was reported the issues were resolved with the surgical intervention.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of the ipg flipping could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.